Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record could not be performed as the lot number was unknown. Investigation conclusion: complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Root cause description: since, an investigation could not be performed bd was unable to determine a possible root cause. Rationale: the manufacturing facility has been notified of this event but without a sample no corrective actions could be identified.

Event description:
It was reported that unspecified bd¿ intima-ii catheter was broken. The following information was provided by the initial reporter: the nurse administered intravenous fluids to the patient. During the use, the closed vein indwelling needle was broken.